Event description:
It was reported that pump displayed malfunction code 24 and was not resettable, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider for backup insulin therapy, and technical support arranged replacement pump shipment, confirmed address and warranty, provided instructions for putting malfunctioning pump into storage mode, and instructed customer to return pump within 10 days and to program pump settings and connect continuous glucose monitor on replacement device.